Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure the inner blue stylet would not disengage from the catheter. It was noted that the catheter shaft and suture material fractured in half at approximately 11 cm measuring from the distal end of the flare cap and the flexible blue stiffener was also fractured at approximately 24 cm measuring from the distal end of the plastic hub. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence